Event description:
The nurse of a (B)(6) male pt contacted zoll customer support to report that the response buttons on the pt's monitor were not functioning properly. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (damaged response buttons) was confirmed. Upon investigation, the monitor's response button were non-functional. The cause of the non-functional response buttons was extensive contamination in the monitor. The root cause for the contamination cannot be positively determined but is likely ingress of an unk liquid. No adverse event occurred due to the contaminated monitor. The pt rec'd a replacement monitor.